Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n: (B)(4) failed to deliver energy. A replacement device was used to complete the procedure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed to deliver energy. A replacement device was used to complete the procedure.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. No visual defects were observed. An electrical evaluation was conducted as peer the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box . The test box uses the 10k ohm resistor that is built into the hemopro cable. The device failed the electrical evaluation. The power supply turned on. However, the voltage and the current values were zero. Based on the return condition of the device and the evaluation results, the reported complaint "failure to deliver energy" was confirmed.